Event description:
It was reported that patient presented to clinic after receiving multiple therapies. Interrogation showed an acceleration from the monitor zone to the vf zone; the ICD aborted therapy due to low hv lead impedance. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.